Event description:
It was reported that the customer had a motor error alarm while delivering bolus and damage on thei insulin pump. The customer's blood glucose level was 26 mmol/l. The customer was treated with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer did not troubleshoot for damaged on the insulin pump since replacement for motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.